Event description:
The basilar artery aneurysm was treated in 2007 with stent assisted coiling. Approximately six months post procedure, angiography demonstrated a reoccurrence of the aneurysm. In 2008, the pt underwent a second procedure in which four coils were placed without issue. There was no reported clinical consequences to the pt.